Manufacturer narrative:
Suspect device not returned to manufacturer for evaluation. Return is not expected.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, there was interference to the EKG output. The axiem emitter was moved to other locations around the patient, however, this did not resolve the issue. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.